Event description:
Reportedly this infinity kappa xlt monitor failed routine maintenance as it was being configured by draeger personnel prior to being turned over to this facility. The monitor lost power and draeger provided a replacement. As of march 2010, thirteen (13) of thirty two (32) infinity kappa monitors were replaced with loaners that passed electrical safety inspection. The other 19 kappa monitors have not had any issues/problems.

Event description:
The information received indicated that the patient was admitted with acute infarction and a 58.1% stenosis in the ostium of the left vertebral artery (va). The parent artery diameter was 4.3mm. The lesion was not pre-dilated. After deployment of a 5 x 20mm precise stent, a second stent was required because of the misplacement of the first stent. The main cause of misplacement was distal jumping of the stent, thereby failing to cover the most stenotic portion of the lesion, which was at the ostium. Post-dilation was performed because of significant residual stenosis. The residual stenosis was 0% after post-dilation. There was no acute in-stent thrombosis at the completion of the procedure. Furthermore, there was no neurologic abnormality after the procedure. Doppler ultrasound follow up was performed 12.5 months after the index procedure and revealed a mild degree (less than 30% of luminal loss) of intimal hyperplasia. There was no damage noted to the packaging. The product looked normal when taken from the packaging. There was no longitudinal force used to deploy the stent. The product behaved normally when being advanced to the lesion. There was no difficulty crossing the lesion. There was no slack on the sds when being deployed. The stents were placed, overlapping. There was no reported injury to the patient.

Manufacturer narrative:
As reported in the korean j radiology. 2010 mar¿apr; 11(2): 156¿163. Published online 2010 february 22. Doi: 10.3348/kjr.2010.11.2.156., in use of self-expanding stents for the treatment of vertebral artery ostial stenosis: a single center experience, after deployment of a 5x20mm precise rx stent in the left vertebral artery, a second stent was required because of the misplacement of the first stent. The main cause of misplacement was distal jumping of the stent, thereby failing to cover the most stenotic portion of the lesion, which was at the ostium. The precise rx is not indicated for use in the vertebral artery. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The information received indicated that (B) (6) male was admitted with acute infarction and a 58.1% stenosis in the ostium of the left vertebral artery (va). The parent artery diameter was 4.3mm. The lesion was not pre-dilated. There was no damage noted to the packaging. The product looked normal when taken from the packaging. There was no longitudinal force used to deploy the stent. The product behaved normally when being advanced to the lesion. There was no difficulty crossing the lesion. There was no slack on the sds when being deployed. The second stent was placed overlapping the first. Information reported that there was no acute in-stent thrombosis in any of the subjects at the completion of the procedure and no neurological abnormalities. Post-dilation was performed because of significant residual stenosis. The residual stenosis was 0% after post-dilation. None of lesions showed significant instent restenosis with follow-up doppler ultrasound, which in this case was performed 12.5 months post index procedure. With discussion of factors related to the treatment of ostial va lesions, the author refers to the continuous mobility of the subclavian and va junction as well as the hemodynamic complexity of the acutely angled junction between the larger subclavian artery and the smaller va. The device remains implanted and the lot number is not available; therefore a device history record review cannot be completed. Based on the available information, although it is not possible to conclusively determine the root cause of the misplacement of the precise stent during treatment of the ostial va lesion, procedural factors including anatomy and vessel characteristics may have contributed. There is no indication that the event is related to the device manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.